Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left-side rupture per visual inspection. The device remains implanted.

Event description:
Healthcare professional reported a left-side deflation per visual inspection. The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, yellow biological tissue, wear abrasion and crease fold. Microscopic analysis was performed which identified: crease smooth opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.